Event description:
It was reported that the insulin gauge displayed an amount different than expected on a previous day. There was no adverse impact to the customer¿s blood glucose level. The customer completed the load process, and the case was set to resolved status and closed after follow-up by cts.